Event description:
Unable to unscrew atrial electrode from old ICD while performing upgrade to biventricular ICD. Finally loosened with mosquito clamp. The patient suffered no untoward events from this.